Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the pump¿s black box history showed that the last basal delivery was on (B)(6) 2015 and the last bolus delivery was on (B)(6) 2015. The total daily insulin delivery totals correctly reflected the user¿s programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within the required range and delivering accurately. Unrelated to the complaint, evaluation revealed that the display screen was found to be discolored. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately to button presses despite the button cover damage. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.